Event description:
A surgeon implanted a glaucoma shunt device in 2002, without complications. A report was received in 2003 that the patient had experienced hypotony with flat anterior chambers, choroidal effusion with the device, and the doctor had explanted same. The hypotony was treated with steroids and cycloplegics. No further information is available at the time of this report.